Manufacturer narrative:
Integra has completed their internal investigation on december 28, 2017. Results: evaluation of returned device; the insert is completely distorted. The insert is not isolated. DHR review; no anomalies that could be associated with the complaint were observed complaints history; no adverse trend - first occurrence of this risk for this device. Conclusion: the insert was likely distorted by surgeon. The likely cause of the reported incident is a contact during coagulation between the metallic part of the instrument (handle, tube or insert) and the hand of the surgeon through porous gloves, at the same time than a contact with the monopolar plaque through the patient (or through the operating table, if the patient is not isolated from it). Double gloving is recommended for every electrosurgery. The IFU warns: "the pathways of the current through conductive elements like metal instruments and endoscopes can cause local burns to the patient, the physician or another member of the care team. Contacting conductive elements with the active cautery area may cause undesired tissue heating and burns ". Moreover, a safety notice was sent to costumer for reminder of warning, precautions and adverse events associated with electrical safety of the integra monopolar instruments.

Event description:
Three (3) of 3 reports. Other mfg report numbers: 2523190-2017-00165, 2523190-2017-00166. It was reported that the surgeon burned his forearm while using the product. Device in contact with the patient; however, no patient injury and the event did not lead to surgical delay.